Manufacturer narrative:
Product analysis: analysis found that the liquid crystal display (lcd) on the external pulse generator (epg) was defective noting that there it had two missing lines and the device failed incoming tests on display functionality. Analysis also noted that both bail covers were broken. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.